Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device and procedural sheath for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1509801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the shuttle down step was not possible completely due to resistance. During pull back, the white tube did not come out and the plug/sealant was swollen in the black tube (the black tube broke). The stopcock of the csi was opened prior to shuttling down and bleed back through the csi stopcock was observed. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not mynx related. Nine devices were used from two boxes (20 devices) with the same lot number and out of the nine devices used, two devices failed. Additional information: the stopcock was opened on the procedural sheath prior to shuttle down. Excessive force was applied when shuttling down. There were no kinks in the procedural sheath or device after removal. Procedure type: intervention sheath size: 7f.